Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated, and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with the is-1 connector pin bent and distortion of the distal conductor within the is-1 connector (spin). The lead was received with distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).

Event description:
It was reported that during the implant procedure the atrial lead tip was impossible to extend completely. The atrial was removed, and no patient complications have been reported as a result of this event.